Manufacturer narrative:
A device history record (DHR) has been reviewed and deemed unrelated to the current customer reported problem. A product was received for preventive maintenance/calibration and during inspection a design issue was found. Visual inspection found a damaged input/output label, 4 small knobs, and the front panel. Patient outlet connector was also loose but undamaged. Replace MRI battery, sintered filter, and o-rings for the preventative maintenance. Re-fit patient outlet connector per internal trend report corrective action. The root cause of the reported issue was found to be design.

Event description:
Complaint originated to ensure information is captured per internal trend report. Device was received in on (B)(6)2022, trend found on (B)(6)2022.